Event description:
It was reported that following a lead revision procedure (MFR. Report no.: 3006630150-2024-03805), the patients implantable pulse generator (ipg) was unable to be charged and connect to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that following a lead revision procedure (MFR. Report no.: 3006630150-2024-03805), the patients implantable pulse generator (ipg) was unable to be charged and connect to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6). The returned ipg was analyzed and the allegation of ipg unable to communicate to remote control (rc) following lead revision procedure was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.